Event description:
Elective vaginal hysterectomy on (B)(6) 2008 using the pk generator with an open forcep. When operating on the pedicles, the pk generator did not seem to operate to its full extent. There was no real definitive way to tell if there was any electrical malfunction. However, there was no bleeding at the time and all appeared to be coagulated. The surgery proceeded. The pt did well and was taken to the pacu at 13:36 with the estimated blood loss at the time was 250 cc. The pt blood pressure was low, but was taken to a hospital room to continue recovery at 15:50 when her condition began to deteriorate. She returned to the operating room for an exploratory laparotomy at 19:05. Diagnosis was abdominal hemorrhaging with an estimated blood loss of 1500 cc. Three units of packed red cells were administered and the bleeding stopped. The pt returned to the pacu at 22:00.